Event description:
Pt came into the hospital and the suspect deivce was used to check their glucose. The result was 189 mg/dl. A lab draw was 22 mg/dl. Pt was treated with a 1/2 amp of d5w. Controls were in range. The device was replaced and requested to be returned for evaluation.